Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a stenting treatment procedure, it was noted that a stent was partially deployed. A 6x100x120 epic vascular stent delivery system (sds), was removed from the device packaging and when the yellow protective piece was removed it was noted that the stent was partially deployed. The physician squeezed the stent for reshaping but when the epic vascular sds was loaded onto the guide wire and advanced it would not insert thru the 6f non bsc sheath. The device was removed and procedure was completed with another of the same epic vascular sds. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during unpacking for a stenting treatment procedure, it was noted that a stent was partially deployed. A 6x100x120 epic vascular stent delivery system (sds) was removed from the device packaging and when the yellow protective piece was removed it was noted that the stent was partially deployed. The physician squeezed the stent for reshaping but when the epic vascular sds was loaded onto the guide wire and advanced it would not insert thru the 6f non bsc sheath. The device was removed and procedure was completed with another of the same epic vascular sds. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the partially expanded distal end of the stent was protruding 5 mm from the distal end of the exterior shaft. The device was functionally tested by prepping and retracting the exterior shaft; the stent deployed with no unusual resistance. Visual inspection of the stent and the sds after functional testing revealed that there were no product quality deficiencies that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).